Event description:
--

Event description:
Boston scientific received information that increasing shock impedance measurements were observed on the right ventricular (rv) lead which resulted to several alerts on the remote monitoring system. Shock lead impedance testing was done with high impedances. The lead was explanted and during the procedure, it was noted that there was a cut a few inches from the df-1 connector. The physician indicated that the cut did not occur during the procedure. The lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed a lead severed 150 millimeters (mm) from the terminal pin. Only the proximal segment was returned. Set screw marks were noted on the terminal pin and the distal high voltage terminal pin. A set screw mark was also noted on the terminal ring. A cut was observed on the distal high voltage terminal leg molding area approximately 45 mm from the terminal pin about 85 percent of the way through the insulation. Dried body fluid was noted on certain cable ends in the area; hence, it could not be determined if the cables were cut or fractured. The lead did not pass the continuity test. Detailed analysis revealed cut cable filars while a few may be fractured. It was concluded that the lead may have been cut during a prior change-out procedure. The rest of the cable filars most likely fractured prior to and at explant.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.